Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2023 tandem diabetes care was informed of an update regarding the customer's pump issue: the distributor confirmed that the unexpected shutdown occurred and that an unexpected reset also occurred on the same date.